Event description:
Reference number (B)(4). Event occurred in the united states. On 25-july-2024, it was reported that the patient encountered infusion set occlusion in tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.